Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Limited information obtained during follow-up precluded a more comprehensive investigation. It is well established those individuals¿ undergoing pd for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore (per the knowledge of this reviewer), the patient continues to utilize the same liberty select cycler at home (no replacement requested), without any reported issues of device malfunction or deficiency.

Event description:
It was reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently diagnosed with peritonitis. No additional information provided during intake. Subsequent attempts to obtain additional information have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently diagnosed with peritonitis. No additional information provided during intake. Subsequent attempts to obtain additional information have thus far proven unsuccessful.